Event description:
The consumer via the manufacturer representative reported that the patient experienced shocking sensations at the implantable neurostimulator (ins) site and sometimes down the leg; the patient felt shocking while in the reclining position. The consumer reported that the patient felt a little of the shocking about 1-2 months ago, and he thought it felt like a bug was on his skin. Also, the therapy was not as effective around that time. On (B)(6) 2016, the patient called the manufacturer representative; the manufacturer representative instructed the patient to turn stimulation off and the shocking sensation went away. The manufacturer representative was instructed to repeat the reported shocking sensation for impedance testing, but the manufacturer representative and the patient were unable to repeat the shocking sensation while the patient was in the reclining position. Impedance measurements were taken: 1200-1600 ohms for electrode impedances, 984 ohms for program 1, and 1014 ohms for program 2. There were no reported falls or trauma related to this event. Additional information received from the consumer via the manufacturer representative on (B)(6) 2016, reported that the ins was reprogrammed and the patient was receiving effective therapy when he left the meeting with the manufacturer representative on (B)(6) 2016. The cause of the shocking sensations was not determined. It was noted that the patient was asked to inform the manufacturer representative if there were any further problems. The patient's indications for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.